Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
Iit was reported that the patient experienced inadequate stimulation due to suspected lead migration. Program optimization was attempted and was not successful. The patient underwent a revision procedure wherein the spinal cord stimulator (scs) leads were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were kept by the medical facility and will not be returned.